Event description:
Customer reports that insulin pump made a constant shrieking sound even after battery change. Customer was advised to remove batteries for two hours to allow insulin pump to rest. Customer reports that insulin pump experienced a frozen screen and time advanced. Customer's blood glucose was 195 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The pump was received with an unresponsive esc button due to a flattened button dome switch. No constant tone alarm or audio beep anomaly was noted. No frozen screen during testing noted either. The pump also had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.